Manufacturer narrative:
(B)(4). Correction: upon further review, it was discovered that the information in this file has been submitted in report # 1416980-2013-01944. All pertinent information is contained in medical device report # 1416980-2013-01944.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number.